Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approximately 18 months high thresholds were reported. A dislodgement was confirmed via x-ray. The physician decided to remove and replace the lead. The lead was not returned to biotronik. The explant date was not provided.